Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. Remedial, corrective and preventive action was taken by the healthcare facility during the iol implantation procedure. The lens was immediately explanted during the procedure of (B)(6) 2017, following the observation that the lens did not feature toric axis marks. The iol was returned to rayner on (B)(6) 2017. Examination was performed by rayner on (B)(6) 2017 and it was concluded that the returned lens was not a toric lens but a superflex model of between +20.0d and +23.0d. Superflex models of between +20.0d and +23.0d were going through production at the same time as the t-flex aspheric 573t iol batch (B)(4): however, we have not been able to establish where a cross over during manufacture may have taken place. Every lens is optically tested during manufacture and one lens for every 30 lenses in a batch is removed for qa batch testing at the final stage of manufacture, which includes optical testing. A potential lens swap therefore occurred after optical inspection although it is not possible to pinpoint where this cross over has occurred. As an additional investigation action, we removed the last remaining lens in stock from the t-flex aspheric 573t iol batch (B)(4) for testing. The lens was tested by our production team and testing concludes that the lens from stock is as labelled (t-flex aspheric 573t +27.0d/+3.0d). A review of existing vigilance data from the month of manufacture of the t-flex aspheric 573t iol ((B)(6) 2016) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 573t iol batch (B)(4). Note: rayner's initial reportability assessment was performed prior to receipt of the device and concluded that the event was not FDA reportable. Following return and examination of the lens on (B)(6) 2017, a secondary assessment was performed in which it was decided that the event was FDA reportable.

Event description:
On (B)(6) 2017, rayner received notification from a (B)(6) healthcare facility of an event that occurred during use of a t-flex aspheric 573t iol. The event description provided by the healthcare facility states "we have encountered a problem with the 573t lens today. There was no toric mark on the lens therefore the surgeon had to remove the lens".